Event description:
A customer contacted beckman coulter inc. (Bec) reporting that approximately 240 ml of clear fluid was observed under their coulter hmx instrument on the countertop. The leak did not drip onto the floor. The customer was unable to locate the source of the leak. The operator was wearing gloves but no face protection. Personal eye glasses were worn. No injury or exposure was reported and no patient samples or results were affected. Per operator's guide / IFU: warnings and precautions: beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
A field service engineer (fse) went on-site and found the leak in worn tubing at the pinch valve pv49 (3-way pinch valve for probe wipe) and replaced the tubing which resolved the leak. The cause of the leak was worn tubing at pv49. (B)(4).